Event description:
A male pt previously treated with a urethral bulking implant voided the bulking material one to two weeks post-implant. A cystoscopy was not performed on the pt. The pt was treated for a urinary tract infection with bactrim. The pt remains incontinent and is scheduled for an artificial urinary sphincter procedure. No further complications were reported.